Manufacturer narrative:
The insulin pump was received with failed battery test due to corroded battery tube. Unable to confirm low battery alarm or perform the self test, displacement test due to failed battery test anomaly. Pump passed stop current and run current test.

Event description:
The customer reported via phone call the insulin pump would alarm low battery every 5 to 7 days. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.